Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the prm/n35/std/50cm had an issue with the infusion not dripping properly.

Manufacturer narrative:
Investigation summary: evaluation included connecting the injector part of the actual product to the spike set (facile connector luer lock) and confirmed that flowing purified water flowed well. Because the product was not abnormal and because reproducibility could not be obtained, it was presumed that this event was a problem of connection with other products at the tip or end of this product. If the injector or luer lock connector is not properly connected, the infusion may not flow. No DHR could be performed as the lot number is unknown.

Event description:
It was reported that before use of the prm/n35/std/50cm had an issue with the infusion not dripping properly.